Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had their implant removed a week after implant in either (B)(6) 2015 because it wasn't doing what it was supposed to be doing. The patient's health care provider (hcp) made the decision to remove the implant. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.